Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
Reported as "iab failed to unwrap". The report further states, "call directly to me from css charge regarding iab not inflating on f luoroscopy after placement. Accessed via right femoral artery. [Doctor] specified the entire length of the iab was not inflating even during brief period of 3-4s of therapy. This is the second attempt to place a 40cc iab. Iab removed and replaced with a 30cc iab. On facetime, connections observed. Placement confirmed between 2nd and 3rd intercostal and above renals. No anatomical abnormalities or marked vessel tortuosity noted. ECG appropriate, nsr, hr 60-80, and console in autopilot. Therapy now appropriate on the 3rd iab. Mild kinking and elevated plateau pressure observed. Iab volume incrementally reduced to 25cc with improvement to bpw. No further alarms received. No difficulties reported with removal or insertion of subsequent iab". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00088.

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tub-ing. The bladder was fully unwrapped. The teflon sheath was noted on the returned iabc. A bend to the central lumen was noted at approximately 12cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's cen-tral lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing proce-dure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device hist ory record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab failed to unwrap" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specifica-tion upon release. The root cause of the complaint is undetermined. No further action is required at this time. Other remarks: n/a corrected data: n/a

Event description:
Reported as "iab failed to unwrap". The report further states, "call directly to me from css charge regarding iab not inflating on f luoroscopy after placement. Accessed via right femoral artery. [Doctor] specified the entire length of the iab was not inflating even during brief period of 3-4s of therapy. This is the second attempt to place a 40cc iab. Iab removed and replaced with a 30cc iab. On facetime, connections observed. Placement confirmed between 2nd and 3rd intercostal and above renals. No anatomical abnormalities or marked vessel tortuosity noted. ECG appropriate, nsr, hr 60-80, and console in autopilot. Therapy now appropriate on the 3rd iab. Mild kinking and elevated plateau pressure observed. Iab volume incrementally reduced to 25cc with improvement to bpw. No further alarms received. No difficulties reported with removal or insertion of subsequent iab". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00088.